Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900 infant resuscitator was broken off of the device. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our us regional office, where it was inspected by a trained fisher & paykel healthcare (fph) technician. A photograph of the damage observed was provided. Results: it was noted that the gas inlet port was cracked and this was confirmed by the photograph supplied to us by the fph us technician. The manometer was also found to be out of specifications. A lot check revealed no other complaints of this type for lot number 061107. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" as per customer's request, the device was returned to the customer without being repaired.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was recently returned to fisher & paykel healthcare u.s. Service center for repair. We will provide a follow-up report upon completion of the repair and our investigation.

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900 infant resuscitator was broken off of the device. This was found prior to patient use.